Event description:
It was reported that in the operating room when inserting the sheath and dilator into the pt's internal jugular vein, the user met with strong resistance. As a result, both sheath and dilator were removed and it was then the tip of the dilator was found damaged. A new kit was opened and used, however, the same issue occurred. See MDR 1036844-2014-00015 for the second event with the same pt. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).